Event description:
The dr stated that the graft was implanted in 1998. About one year ago (incident date is approximated 2000), an angiogram showed the graft to have doubled in size. The exact source of this info is unknown at this time. Further info appears, at this time, to be unattainable. No pt injury or intervention has been reported. 09/2001: according to info rec'd at this time, this was only an inquiry, by the dr, regarding graft expansion and not a product issue or compaint. A search of the complaint system shows no similar incident has been reported by the dr or hosp. Since no surgical intervention or specific pt injury was reported, the incident does not appear, at this time, to be an MDR. If add'l info should become available, the incident will be re-assessed for reportability. Four days later: based upon a re-review of all the available info, the incident is now considered to be an MDR and will be reported to the FDA. Although no injury or intervention was reported, the co is reporting the event as an injury based upon the re-review.